Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended and the patient experienced inadequate pain relief despite reprogramming. It was also noted that one of the leads had multiple impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products were discarded by the medical facility.